Event description:
It was reported that the extra long angled saber attachment heated up at the tip during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was discovered upon disassembly that the lubrication had broken down within the nose bearings. This limits the rotational properties of the components, including the nose bearings, and likely broke down over time with use.